Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rail was detached. A field service engineer realigned the ball bearings cage and installed one new slide bumper on the slide rails for main half height (hh) drawer 5.2, two new slide bumpers on the slide rails for main hh drawer 4.1, and one new slide bumper on the slide rails for main hh drawer 5.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5_2 rail became detached and no longer glided smoothly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.